Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the por was cleared and also, the serial number of the device was missing. The serial was added back in.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2013. (B)(4).